Event description:
It was further reported that the 15mm x 2mm maverick balloon catheter was to pre-dilate the lesion. No difficulties were noted while advancing the balloon across the lesion. The balloon was inflated two times to 8 atms, however, during the second inflation to 8 atms the balloon ruptured.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a balloon rupture occurred. The 99% stenosed lesion was located in the severely tortuous and calcified left circumflex artery. The 15mm x 2mm maverick balloon catheter was advanced across the lesion and inflated an unspecified number of times using unspecified atms, however, the balloon ruptured. The physician used a different device to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: microscopic, visual and tactile examination of the returned device revealed that the distal tip of the catheter was damaged and blood was present inside the balloon. An inflation device was attached and the balloon was inflated to nominal atms, revealing a pinhole leak on the proximal side of distal markerband. The distal markerband was examined microscopically and no damage was noted. The remainder of the device was inspected and no other damage or irregularities were found that could have contributed to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).